Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a ext set 0.2 micron filter ss dehp free had air in the line during use. The following was reported by the initial reporter: " in line filter was found to be drawing in air into line once air was visualized, rn immediately attached a syringe to draw air out of line. When drawing air out, more air continued to surface and seeming to come from the in-line filter. Rn then removed the whole line and replaced with a new ivf line and filter there was no detectable harm."

Event description:
It was reported that a ext set 0.2 micron filter ss dehp free had air in the line during use. The following was reported by the initial reporter: " in line filter was found to be drawing in air into line once air was visualized, rn immediately attached a syringe to draw air out of line. When drawing air out, more air continued to surface and seeming to come from the in-line filter. Rn then removed the whole line and replaced with a new ivf line and filter there was no detectable harm."

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that the in-line filter was found to be drawing air into the line could not be verified due to the product not being returned for failure investigation. A device history record review for model 20027e lot number 21019556 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of air bubbles / air in line with lot #21019556 regarding item #20027e h3 other text : see h.10.